Manufacturer narrative:
Additional info received on 2019-nov-19 to confirm that no hardware parts were replaced during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: acc 9680142, ethernet cable external. A medtronic representative went to the site to test the equipment. It was reported that the ethernet cable of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system is slow to connect to the imaging system. The system will take an extended period of time before connecting and the network cable has to be manipulated. After the systems connect the site can disconnect the cable and re-connect and the connection will immediately restore. No patient.